Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported, patient was admitted in the hospital 3 days prior to this report. It was indicated that patient was in pain for the last 2 weeks. It was noted that patient was in the heart unit because, her pain was in the chest area. It was added that the pain was "so unbelievable that patient could not function¿. It was added that patient had a cat and x-ray performed with no result mention regarding therapy. It was added that patient kidney was checked and they were ¿clear. The healthcare provider also suggested that it may be possible one of the patient's lead wires moved. Patient stated that" maybe she's right the pain is right there" and would like this resolved before going home. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 37744 lot# serial# (B)(4); product type programmer, patient product ID 3 778-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).